Manufacturer narrative:
Batch review performed on 01 june 2022: lot 1908628: (B)(4) items manufactured and released on 20-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 01 june 2022: gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot 1908830: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The surgeon planned a surgery to resurface the patella bone. During the surgery it was found that the femoral and tibial implants were loose and the surgeon revised all the joint implants (2 years and 2 months after primary), resurfacing the patella bone. The surgery was completed successfully.